Manufacturer narrative:
Voluntary medwatch report received: mw5163405.

Event description:
Voluntary medwatch received states the lead explanted due to an unknown issue. There were no patient consequences reported.

Event description:
Voluntary medwatch received states that the lead was capped due to an unknown issue.